Event description:
During shoulder arthroscopy, the gemini cannula broke and was retrieved. A second device was opened to complete procedure. Manufacturer provided rga number for procduct return evaluation.